Event description:
It was reported the physician believed the pt developed a hematoma at the lead site. The pt had myelopathy in her lower extremities and the physician elected to explant the pt's scs system (the date of the explant is unk). During the explant procedure, it was determined the pt did not have a hematoma, only scar tissue. The pt later developed myelopathy of her upper extremities. An MRI was performed and an anatomical abnormality was identified. The physician indicated the anatomical abnormality is the cause of the pt's symptoms, not the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.